Manufacturer narrative:
Concomitant products: 4194 lead, implanted (B)(6) 2009; 5076 lead, implanted (B)(6) 2014.

Event description:
It was reported that the patient may have received a shock for atrial fibrillation (af) with rapid ventricular response. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.